Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) medical center hoffman estates. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: material no: 383590 batch no: unknown. Leaking at the connection of the extension tubing and end port on 24g diffusics.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: material no: 383590. Batch no: unknown leaking at the connection of the extension tubing and end port on 24g diffusicsn

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.